Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; however, it was missing a tamper seal. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. During the investigation, it was found that excessive loctite was intruded into the sensor. This caused the sensor to become intermittent and unable to be calibrated. An intermittent downstream occlusion sensor was found to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. There were no issues identified during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.